Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. (B)(4)

Event description:
It was reported that the physician placed the right atrial (ra) lead and tried to deploy the helix which would not deploy. Multiple attempts were made to deploy the helix but all were unsuccessful. The ra lead was not used and a second ra lead was implanted. No patient complications have been reported as a result of this event.